Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10. The excel 23khz straight handpiece (c2600) was returned for evaluation:  device history record (DHR) - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the incident was observed.   Failure analysis - the investigation of the unit confirmed the complaint: the handpiece was over torqued and had a burnt coilform. The coilform, transducer, and housing assembly have been replaced. In addition, the handpiece has been recalibrated, tested and passed all the testing. Root cause -  the root cause is confirmed as overtorquing due to incorrect assembly and disassembly of the handpiece by the customer using the torque wrench. This resulted in the torque wrench misaligning the dot on the handpiece and the handpiece connector. A corrective and preventative action (CAPA) for overtorquing of the handpiece has been raised to investigate this issue.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the excel 23khz straight handpiece each1 (c2600) has no water circulation. During evaluation of the device by an integra technician, it was observed that the handpiece was overtorqued and the coil form was burnt. There was no patient involvement.